Event description:
A polypectomy snare was used for therapeutic purposes after a diagnostic colonoscopy. During the procedure, after the pt had experienced some discomfort and the snare was not cutting properly, the physician tried to remove the snare but was unable to do so as a result of the polyp's size. The pt was sent to surgery to have both the snare and polyp removed at the same time.